Event description:
User reported false positive result. 4 negative unspecified additional tests.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to mw5102401.